Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged and leaking from the shroud. The customer's blood glucose level ranged from 144-163 mg/dl. Reportedly, the customer patched the cartridge and continued using the cartridge.